Manufacturer narrative:
According to our investigation including review of material certificate and production history record, all devices of the risk lot were manufactured without deviation, and inspection record revealed that all results met the acceptance criteria. There was no similar events for the same lot device has been found except this case. The product is not available to be returned for further evaluation. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information becomes available, a supplemental will be filed accordingly. [(B)(4)].

Event description:
It was reported to uoc that a patient who had undergone a prior knee revision surgery, had to be revised. In the revision, the surgeon removed a broken device and implanted new revision components.